Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device is giving the message ¿not ready for use, remove and reinsert battery to test¿ and triple chirping. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.